Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizures have increased compared to the prior month. It is unknown whether or not the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.